Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter was reading inaccurately at around 12 noon on (B)(6) 2017 when she obtained an alleged inaccurately high blood glucose result of ¿533 mg/dl¿. The patient manages her diabetes with insulin (no adjustments). She reported that she did not make changes to her diabetes management routine and she denied experiencing any symptoms as a result of the alleged issue. She reported that after getting the high reading she went to the emergency room where a doctor obtained a blood glucose reading of ¿72 mg/dl¿ on the doctor/clinic meter at 12:20 pm. She reported that the doctor treated her with apple juice between 12:30pm and 1pm and she began to feel ¿better¿. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event (i.e. Received treatment from an hcp of that given for hypoglycemia), after the alleged product issue began.